Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon completion of the procedure, while the patient was being transferred between beds, the prostalac acetabular component was found to be loose at the bone to cement interface, cement used was a competitor product. An x-ray was taken to confirm. Patient then had a second prostalac cup implanted which failed upon reducing the hip on the operating table, again at the bone to cement interface. A bipolar head was then selected and implanted doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.